Event description:
A customer contacted beckman coulter, inc (bci) in regards to calibration failures on unicel dxc 600 pro synchron clinical system for chloride and calcium. There was no effect to patient or to user. No chemical exposure was noted.

Manufacturer narrative:
During troubleshooting with customer technical support (cts), it was determined that the ise (ion selective electrode) drain was overflowing. The cts instructed the customer to wear personal protective equipment (ppe) including eye protection. The cts also warned the customer that the spillage is hazardous and that they should consult msds and follow lab policy for disposal. The cts guided the customer through draining and cleaning ise drain circuit. The customer successfully cleaned and primed all ise. After 10 times of priming all ise, the unit would still drain completely. The customer calibrated all ise, ran qc, and performed precision runs for all ise chemistries. The system was operating acceptably. As of (B)(4) 2010, there were no further calls by the customer, and no service visit was required.